Event description:
It was reported that this right atrial (ra) lead exhibited atrial undersensing. (B)(6) technical services (ts) recommended clinic follow up and adjust accordingly. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).